Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead dislodged. The lead was re- positioned. The patient's condition was - good - before and after the event.